Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure.   According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities.   The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed.  The training manual addresses the management of vascular complications:  successful management of vascular complications depends on being prepared; first priority should be controlling bleeding through endovascular techniques ¿ reinsert dilator. Do not reinsert sheath if removed.   The minimum required vessel diameter for a 14 fr sheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The femoral artery injury was caused by the reinsertion of the dilator with no guidewire after the perclose failure.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Following removal of the esheath, two perclose failures resulted in loss of vessel access. Physician attempted re-inserting dilator which resulted in significant vessel damage and subsequent bleeding. Right common femoral cutdown was required for vascular repair.